Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for >250 colony forming units (cfus) of pseudomonas aeruginosa. The rinsing liquid was sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Updated information added to d8, d9, h3, h4 and h6. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: on (B)(6) 2024, sampling from: all channels, cfu: >100 cfu/endoscope, bacterial identification: pseudomonas aeruginosa. Sampling date: on (B)(6) 2024, sampling from: biopsy channel, cfu: <1 cfu/endoscope, bacterial identification: n/a. Sampling from: suction channel cfu: <1 cfu/endoscope, bacterial identification: n/a. Sampling from: air/water channel cfu: 1 cfu/endoscope bacterial identification: micrococcus luteus/lylae. Sampling from: auxiliary water channel cfu: 1 cfu/endoscope bacterial identification: bacillaceae. The device was evaluated and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined; however, there is a possibility of insufficient reprocessing of the device. The instruction for use (IFU) warns of insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.